Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that the fixture mount for implant (tsvt4b11) would not attach to the implant securely and would spin when the doctor tried placing the implant. The implant was removed and placed another one, the same size from stock. Tooth location 30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw vent implant was returned for inspection with corresponding transfer mount and retaining screw. The device was functionally tested, and it was found that the mount assembled and disassembled as normal, and held in place while the device was torqued. The complaint is unconfirmed. The event that was initially submitted on report MFR-0001038806-2018-00495 on may 2, 2018 does not meet the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on a death or serious injury has never occurred as a result of this event. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. The following sections have been updated: UDI: (B)(4).